Manufacturer narrative:
Upon receipt the lead was found cut 19 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An approximately 5 cm long medial fragment was not returned. An explantation aid was still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found abraded through. In this area a conductor fracture was noted. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation 34 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise and impedances above 3000 ohms. Upon explant, fracture was noted distal to the suture sleeve. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.